Event description:
A customer reported an error message "replace sensor" when scanning the adc freestyle libre 2 sensor. (B)(6) 2021, the customer was "sleepy with energy, and experienced a loss of consciousness and was unable to treat themselves. Hcp contact was made and oral liquid glucose was provided for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message "replace sensor" when scanning the adc freestyle libre 2 sensor. (B)(6) 2021, the customer was "sleepy with energy, and experienced a loss of consciousness and was unable to treat themselves. Hcp contact was made and oral liquid glucose was provided for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed, and no issues were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed, and the plug assembly was inspected, no issues were observed. The sensor was reprogrammed and a sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message "replace sensor" when scanning the adc freestyle libre 2 sensor. (B)(6) 2021, the customer was "sleepy with energy, and experienced a loss of consciousness and was unable to treat themselves. Hcp contact was made and oral liquid glucose was provided for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.